Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided), and diabetic ketoacidosis. Subsequently, the customer was hospitalized. The contact alleged the pump was not working as intended; however this could not be confirmed as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.